Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx monitor/defibrillator indicating that the system cannot detect battery b. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device was having issues detecting battery "b". The customer was informed that the battery is present only in compartment "a", while in "b" there is the power supply and therefore the signal given by the functional check is correct. The customer agreed they were informed on the issue/how to resolve the issue and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was due to a user misunderstanding. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised that the battery is present only in compartment "a", while in "b" there is the power supply and therefore the signal given by the functional check is correct. The customer agreed they were informed on how to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened